Event description:
Report stated - " multiple instances of lot #247025 neofit malfunctioning. Specifically the adhesive is not staying intact to baby skin. This has occurred on over 20 patients".

Manufacturer narrative:
Product number: 42-2540. Product description: neo-fit neonatal endotrac. FDA 510k#/PMA#: exempt. FDA product code: jay. Investigation: x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. Analysis and findings. Distribution history: the complaint product was manufactured at csi on (B)(6) 2019 under work order 247025. Manufacturing record review DHR-42-2540 - 247025 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review. Incoming inspection record review not applicable to this product. Service history record. Service history not applicable for this product. Historical complaint review. A review of the 2-year complaint history showed similar reported complaint conditions. Product receipt. The complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a definitive root cause is indeterminable as the affected product cannot be verified due to the product not being returned for root cause analysis and verification of the product. The reported event will be monitored for possible future reported event trending. Although a definitive root cause is indeterminable, it may be that the reported event involved contraindicated moisturizer or other petroleum- based product. The manufacturing line was audited and verified that nothing had been altered. The raw component manufacture was also verified to not having altered anything either in their process or materials supplied to csi. The IFU contraindicates the use of any petroleum-based moisturizer or creams. The use of any such product on the skin would negate the adhesive retention force. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report stated - " multiple instances of lot #247025 neofit malfunctioning. Specifically the adhesive is not staying intact to baby skin. This has occurred on over 20 patients".